Event description:
The customer stated that the insulin pump was not delivering any insulin or giving the no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. The customer reported a blood glucose reading of 355 mg/dl during the call. The customer also reported a clicking noise when the insulin pump tries to deliver insulin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, nut not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.